Manufacturer narrative:
After two completed good faith effort email attempts on 02/26/2026 and 05/212026, to (B)(4), it was confirmed that the device has not been returned to the service center for evaluation and/or repair of the alleged pressure drop issue reported. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed. The reported failure of a pressure drop is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator failed testing for system leak verification: pressure drop over 10s. There was no patient involvement, and no harm or injury reported. Depending on where the leak is, it could cause a number of various issues related to control and measurement accuracy. The device has not yet been returned. Therefore, device evaluation for the reported issue has not yet been completed. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.